Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that two incidents have occurred, as a leak at the end of the tubing on the cap side was noticed during testing. Per reporter, the leaks created air in the tubing. There was no patient involvement.

Manufacturer narrative:
Two used units were received at manufacturer and were decontaminated per internal procedures. Currently devices are unavailable for evaluation. If the devices become available, we will file an additional report with our findings. No samples are available for analysis of this complaint. The device history record of reported lot number was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. "Complaint for the failure mode ""a0282 - leaking."" Could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.